Event description:
A us distributor returned battery charger/modem sn (B)(4) to report that the charger was resetting.

Manufacturer narrative:
Device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a shorted d2 diode on the bedside pca board. The root cause for the shorted diodes could not be positively identified. No adverse event resulted from the defective battery charger/modem.